Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient¿s second implantable neurostimulator (ins) only lasted eight years instead of ten years. The patient stated that the battery was draining and that they were not feeling stimulation. It was noted that the issue occurred in (B)(6) 2006. No further complications were reported or anticipated. Indication for use is non-malignant pain and radicular pain syndrome (radiculopathies).